Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 500 mcg/ml at a dose rate of 227 mcg/day via an implantable pump for intractable spasticity. It was reported that previously the patient underwent a baclofen pump replacement on (B)(6) 2016 secondary to elective replacement indicator (eri). The patient indicated they experienced increased spasms since their pump replacement. Pump logs were checked on (B)(6) 2016 and nothing abnormal was noted in the logs. All programming was checked and was correct. Kidney, ureter, and bladder (kub) x-rays were being performed on (B)(6) 2016; results were not reported. No intervention or surgical intervention was performed at the time of the report. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s medical history included spinal cord injury and spasticity. The patient¿s concomitant medications included dantrolene. Additional information was received from a consumer. The patient had a pump for 6 years and the medication and spasms were fine. Since the pump replacement on (B)(6) 2016, the patient had had to increase the pump three times and take oral baclofen 3 times a day. The patient had spasms that seemed to start at the lower back and made the whole body spasm. Around (B)(6) 2016, an x-ray was performed to make sure everything was connected; per the healthcare provider it was fine. On (B)(6) 2016, a dye study was performed and the healthcare provider indicated it was fine, no leakage. Around (B)(6) 2016, an x-ray of the lumbar area was performed to check for broken bones; there were no broken bones. It was noted that the patient had a hemorrhoid issue and takes medicine but he had that before and there¿s been no change. There were no pump alarms. No further interventions were reported, it was reviewed with the patient to continue to work with the healthcare provider. Additional information was received from a manufacturer's representative and a consumer. It was stated that they have done a number of dosing changes on the patient but the patient has not responded to them. It was stated they have done x-rays and at least one dye study, and the catheter looks fine and the volumes match. However, since the pump had been replaced the patient had not been getting the same effect. It was stated the physician had thought about putting contrast in the reservoir to look at the pump tubing. The patient was probably going to elect for a pump replacement. Additional information was received from a business partner on (B)(6) 2017. It was further reported that the patient's additional concomitant medications included, oxybutynin, nexium, colace, cranberry probiotic, probiotic caps, doxycycline, bisacodyl, fiber caps, and vitamin c. Additional medical history included intractable spasticity of the arms/legs following a spinal cord injury of the c6 vertebrae in 2007 and quadriparesis at the c6 secondary to a football injury in 2007. The patient started pump treatment on (B)(6) 2009. The patient's current dose was 445.8ug per day of 500ug/ml lioresal. The patient was taking 6-8 baclofen tablets orally per day in addition to changing pump concentration. The patient was switching insurances and was seeking a provider to manage his pump/pain management issues. It was verified that the patient had not improved despite dose increases and change of pumps. Oral lioresal was added to the patient's treatment at an unspecified date. Additional information was received from a consumer regarding the patient the consumer stated that the patient had issues with the pump, they ended up going to see a different health care professional (hcp) and they discovered the catheter was in the epidural space rather than intrathecal space and it was barely attached to the pump. The hcp ended up clamping the catheter and adding a new one. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The patient underwent an MRI on (B)(6) 2017 for the abdominal and back pain, which revealed l5-s1 disc bulge and spondylosis changes. It was noted that the patient's spasticity improved after the patient's previously reported catheter replacement and these changes could account for the abdominal and back pain. Unspecified "interventional pain relieving procedures" were planned to be initiated. As of (B)(6) 2017, the patient was being treated with 1000 mcg/ml lioresal at 246 mcg/day. A urinary system x-ray was also noted to have occurred, however no results were reported. An x-ray of the lumbar area was performed to check for broken bones, however there were no broken bones. No further information was provided.